Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device was unable to be powered on. The device's system board needs replaced to address the issue. An issue related to the device' active exhalation control module was observed. The device's active exhalation control module needs replaced to address the issue. There was evidence of physical damage.